Event description:
Philips received a complaint by the customer on the v60 indicating that the battery and proximal pressure sensor auto-zero failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
The customer called in to report that the battery failed. A field service engineer (fse) went onsite and replaced the battery to resolve the issue. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00176. All information from the original report(s) has been transferred to this report.